Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 29 mg/dl at the time of the incident. The customer stated that they were unconscious. The customer stated that this incident occurred up to two years ago. The customer was treated with icing and peanut butter, and they did not receive emergency medical treatment. The customer refused troubleshooting for the low blood glucose. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.